Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that: "rework for collection evacuation on pth right brace ii extra-long head: corrosion cone level al val type pseudotumor". Clinical consequences and current status of the patient or person involved: change of pth synovectomy because skin fistulization." Corrosion, pseudotumor, revision.